Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 300cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided device migration. The patient had a consultation with a healthcare professional. As a result, the patient underwent removal and replacement with two unspecified mentor saline breast implants on (B)(6) 2011. The event date was estimated as (B)(6) 2011 based on available information. The device was discarded and is not available for product evaluation.